Manufacturer narrative:
(B)(4). Concomitant medical products: unknown articular surface, cat#: unknown lot#: unknown unknown tibial tray, cat#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06456, 0001822565-2017-06457, 0001822565-2017-06458. Remains implanted.

Event description:
It was reported that patient underwent a right revision procedure and continues to experience pain and soreness. Patient has severe pain when bending or sitting. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This event will be reported on MFR 3007963827-2017-00271.